Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is unknown because the part number and lot number were not provided. H10: attached medwatch report # mw5169729.

Event description:
User facility medwatch report received that states "on final post dilatation of stents in the lm to cx, a 3.5x15 nc trex neo balloon fractured and the opaque distal (monorail) end separated from the hypo tube within the coronary artery. The balloon was stuck within the lm to the cx stent and could not be retrieved. Multiple attempts were made to retrieve the fracture balloon unsuccessfully. While proceeding to retrieve the first balloon, a second balloon was stuck within the same area (lm to cx) in the inflated position (3.5x12 euphora). The doctor then cut the shaft in an attempt to get the balloon to deflate and retrieve the device, which was unsuccessful. Several more attempts were made to retrieve that balloon, unsuccessfully. The patient was then sent to surgery for potential retrieval and by-pass." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information received, the investigation determined that the reported complaints and patient effects appear to be related to operational context. There was no leak noted to the device during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the patient¿s challenging anatomy and previously implanted stent, resulting in the reported difficulty advancing the device. The balloon became pinned under the stent struts and was unable to be inflated, resulting in the reported inflation issue. As difficulty was experienced during the attempts to remove the balloon from the stent, inadvertent manipulation of the device resulted in the shaft breaking and ultimately separating. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently, it was noted that the procedure performed was to treat a left anterior descending coronary artery with calcification. Resistance was noted during the advancement of the nc trek neo balloon dilatation catheter (bdc), due to anatomy. The bdc was unable to inflate as it was pinned under the stent struts. The bdc broke at the point of the rx exchange port and fully separated when attempting to remove. An attempt was made to remove the separated portion via surgery, however, unsuccessful. No additional information was provided.